Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A red alert was detected on (B)(6) 2014 indicating that there was a low rv pacing impedance. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).